Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During the first 30 mins of a routine home hemodialysis treatment, the cartridge circuit was determined to have clotted. The operator reported that they had forgotten to administer heparin pre treatment. Rinseback was not performed because the cartridge was clotted, which resulted in a 210cc blood loss. No medical intervention was required.

Manufacturer narrative:
The reported blood loss has been attributed to insufficient heparinization. The operator informed nxstage that the cartridge circuit had clotted by the time that the operator realized he'd forgotten to administer heparin. The user's guide states that the chances of blood clotting in the cartridge and filter increases when no anticoagulation is used. Nxstage reviewed the reported blood loss with the pt's facility. There is no evidence of a device malfunction. A direct correlation between the blood loss and the nxstage system one cannot be established. Nxstage considers this report closed.